Event description:
Customer reported consistent false negative (compatible) results to a patient confirmed to have an anti-e and anti-c tested for the ahg crossmatch test in the mts anti-igg gel cards lot# 032113001-25, (manual method) against two donors that have been confirmed to be negative for the e antigen and positive for the c antigen. Ocd confirmed that the customer is following the proper procedure in the dilution of the donor units for cross match testing in the mts anti-igg gel cards. Both the gel cards and mts diluent 2 had normal appearance and have been stored appropriately. No reported concerns with their daily qc of each of the listed ocd products. Customer confirmed no incorrect or erroneous results have been reported as a result of this concern.

Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. Actual gel card and samples were not available to be sent to ocd for further investigation. (B)(4). Gel card lot expired prior to evaluation.